Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap lar procedure, the surgeon connected the reload to the handle, clamped the tissue, pushed the green button and squeezed the handle a few times. Then the surgeon then pulled back the black return knob. The surgeon noticed the staple line on the tip of the resected tissue was incomplete and the staples were u-formed. The additional resection was performed on the resected tissue of anus side. The cartridge was discarded by the customer at the hospital. UDI number is not available. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient: no problem. Additional tissue resection was required due to the issue. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.